Event description:
It was reported to philips that the system did not turn on. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up. Upon troubleshooting, the fse identified intermittent host pc startup failure. The cause of the host pc intermittent failure was not conclusively determined by the supplier's part analysis. However, to resolve the issue, the fse replaced host pc and hard disk, reloaded software, and installed tsm bracket for protection, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.